Event description:
Falsely elevated ctni results were obtained on 3 patients - 6.72 ng/ml, 2.04 ng/ml, and 3.51 ng/ml. Additional testing of the same samples resulted in normal results. The fasely elevated results were not reported. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni results. Maintenance to the instrument resolved the issue. The dade behring service rep changed the r2 probe and sample drain t-fitting which was leaking. R2 arm alignment was the probable cause of the erronueous values.